Event description:
This report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of this electrode, defibrillation threshold (dft) testing was successful in converting the patient, however, the second shock was unsuccessful in converting the patient and an external shock was delivered to convert the patient. Additionally, shock impedance measurements were noted to be high at around 120 ohms. The patient was noted to be larger in stature. Review of the electrode on x-ray noted potential sub-optimal placement of the electrode. The implant procedure was completed and the electrode remained implanted. Subsequent information was received that a revision procedure was performed two months later. This electrode was explanted and replaced with another electrode due to high defibrillation thresholds. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.